Manufacturer narrative:
Device evaluation: the batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. As received, the specimen consists of one-1 unidentified .014" thruway device; returned coiled, loose and still lodged within the innova device, and double bagged within "zip-lock" style poly biohazard pouches. The specimen segment distal of the cut is lodged within the lumen of the innova device by dried blood-like material. The extensive damage to the innova device and the wire segment proximal of the cut prevents removal of the proximal portion of the thruway device. The bend/kink damage located 10cm proximal of the cut to both the guidewire and the innova device appears consistent with manual bending overload of the wire shaft and the polymer tubing shaft. The visible areas of the specimen present several bends of varying severity and frequency. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
The stent deployed via the thumbwheel, but the physician was unable to complete deployment via the pull handle. Unfortunately the stent significantly elongated to about 230cm. They were able to complete deployment by breaking the handle apart and manually pinning the inner core and retracting the outer sheath. Another innova was placed inside the stent to cover the elongated portion and minimize risk of stent fracture. The patient was not harmed and the final angiogram showed a patent vessel. Additional information added on 14sept2017: the innova device came back with a thruway .014 wire stuck inside the device